Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 - device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the pump was returned and powered on with auditory and vibration to a blank screen. The alarm history was viewed and showed multiple consecutive ¿cs054/cs052/cs012¿ slave communication error alarms. The unity test code downloader tool application v 1.0.0 was used to upload test code v 1.0.7 to master/slave/peripheral processors, and the u17 slave processor upload was found to be unsuccessful, concluding a u17 slave processor failure. The battery compartment was found to be undamaged, and the test battery cap was able to fit. The pump¿s cover was removed, and no intermittent condition was found to the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6), the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.